Event description:
It was reported that the infusion device was dropped in water. The battery was replaced and the check button would not function. The infusion device housing is worn heavily. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.